Event description:
Event description guidant received information that the patient with this ventricular lead became syncopal during a follow-up due to intermittent loss of capture. The lead had high thresholds so the pacemaker was programmed to high outputs to compensate.